Manufacturer narrative:
After further review of the complaint, it was determined sections b1 and b2 were filled out incorrectly in the initial complaint. The customer did express the device had malfunctioned but did not contribute to a reportable serious injury.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test and low battery. Customer's blood glucose at time of incident was 21mmol/l. Customer has not been treat yet. Customer will try to get pump working so try to bolus with pump if not then will resort to manual injection. Customer was advised that is why getting this alarm, the pump realized it is a used battery and is rejecting it. Customer will buy new energizer batteries and see how it works.